Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and burn marks were observed on the usb port and charging cable. Customer stated that reader was hot and creating smoke. Visual inspection was performed using a digital microscope on the returned device. Burn marks were observed on the usb charger and charging cable and in the reader¿s usb port therefore, the observations made in previous phase of the investigation were confirmed. Upon further investigation, contamination due to liquid ingress was observed in the reader¿s usb port and reader¿s pcba (printed circuit board assembly). Data review was not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured, however results were outside of the required specification. No abnormalities were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. Off-current consumption testing was performed to check the current draw of the returned reader and the off current was measured to be outside of the required specification. Additionally, a thermal inspection was conducted using a thermal camera (eq5163) however, no abnormal hotspots were observed on the reader's pcba (printed circuit board assembly). The usb charger charging cable was unable to be tested due to the melted plastic in the cable. A built-in self-test was conducted using the reader's software and was observed to be failed. Liquid ingress can cause unwanted shorts and excess current draw which cause lead to melting of plastic and damaged components therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device was hot and visible smoke was observed while charging. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device was hot and visible smoke was observed while charging. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.